Event description:
The family reported a pump with failure code 812:02 on channel a. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional info is available.